Manufacturer narrative:
The reason for this complaint was to report the screw breaking while the surgeon was tightening on the baseplate. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The surgery was completed as intended. The drill guide, two piece, rsp , items 2 & 3, were returned to (B)(4) on 11 dec 2016 for examination. The drill guide was not returned. A review of the device history record (DHR) revealed the product was manufactured to revision level specifications. Based on the released date the drill guide, two piece, rsp may have been in service for over 4.2 years. The product complaint report history shows there are a total of (B)(4) prior complaints in the database against the two-piece rsp drill guide. Of these prior complaints, (B)(4) are for broken thumb screws and damaged threads. This is the fourth complaint against lot 59835l02 and have been for broken thumb screws. The drawing for part number 804-03-048 was updated to revision d by engineering change order #(B)(4) in april 2013. To increase strength, a change of material for the thumb screw component was made at that time, from 17-4ph stainless steel at condition h900, to (B)(4) stainless steel at condition h950. Examination of the returned drill guide, two piece, rsp (items 2 & 3 returned item 1 drill guide not returned) shows the threads have broken off from the thumb screw. The reported condition can be indicative of excessive torque applied via the hex driver and possibly be a result of heavy use/misuse/wear and care must be taken to avoid compromising their performance. Refer to instrument IFU 0400-0146 "recommendations for the care and handling for (B)(4) instruments. Surgical instruments condition can be determined while being used for its intended purpose. The replacement of surgical instruments due to normal wear and tear does not indicate a product deficiency, failure or issue. No further action is deemed necessary at this time.

Event description:
Instrument failure - while the surgeon was tightening on the baseplate, the screw broke. The threads for the screw are in the baseplate within the patient, the surgeon decided not to rework it.